Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device check, a substantial increase in rv lead threshold was observed. A drop in lead impedance was also noted. Lead was explanted and replaced. Patient is in stable condition.